Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and the main coil was separate to the delivery wire. The delivery wire was kinked at 37.5cm, 66cm and 144.5cm from the proximal end. The main coil was stretched at the proximal end. The delivery wire was examined under the microscope and no other anomalies were noted at the kinked sections. The distal end of the delivery wire was examined under the microscope and it was evident that the main coil separated from the delivery wire at the detachment zone. The proximal end of the main coil was stretched and the main junction was intact. It was evident that the main coil separated from the delivery wire at the detachment zone. From the information provided, it is likely that the coil stretched as it was repositioned in the aneurysm. The physician did not see the marker on the delivery wire move due to the stretched part being less radiopaque and pulled back thereby causing the coil to partially detach in the patient. The coil separated from the delivery wire at the weakened detachment zone after the coil was withdrawn from the patient. Based on the available information and analysis of the device, a root cause of operational context was assigned.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the device was prepared per directions for use. In addition, the delivery wire and microcatheter markers were properly aligned, the physician made sure the proximal end of the delivery wire marker was not beyond the distal end of the proximal microcatheter marker and it verified that there was no thrombus present on the coil detachment zone.

Event description:
After having attempted to detach the coil, it was noted under fluoroscopy that the coil had not detached from the pusher wire. The physician withdrew the device from the patient and the coil broke off the pusher wire in the microcatheter rotating hemostasis valve. The procedure was completed with another coil and there was no clinical consequence to the patient.

Event description:
After having attempted to detach the coil, it was noted under fluoroscopy that the coil had not detached from the pusher wire. The physician withdrew the device from the patient and the coil broke off the pusher wire in the microcatheter rotating hemostasis valve. The procedure was completed with another coil and there was no clinical consequence to the patient.